Event description:
It was reported that the patient lead was abandoned and left implanted during a system revision on (B)(6) 2022. No intervention is planned to retrieve the lead.

Manufacturer narrative:
Correction: section h6 - the medical device problem code should have been 2950 impedance problem rather than 1670 - use of device problem.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.